Event description:
It was reported that a catheter guide wire broke and was left in the patient. As reported, plain film and CT imaging revealed the location of the wire. An additional procedure was required to successfully remove the wire. There was no other medical intervention reported and the complainant was not aware of any extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot and serial numbers were not reported. Stryker procedure(s) supports that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: - user error (including user technique and methods) - user expectation/ anticipation of device performance. The instructions for use (IFU) state: - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - do not alter this device. - inspect the packaging and catheter for damage or defects prior to use. - avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. - avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. - do not insert or withdraw the catheter without straightening the catheter tip. - personnel handling ep catheters should wear protective gloves. - use fluoroscopic guidance during catheter positioning. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.